Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The customer performed calibration and qc which had acceptable results. The field service engineer performed checks of the instrument and found no issues. The investigation is ongoing.

Event description:
The initial reporter complained of a questionable chloride result for 1 patient sample on a cobas integra 400 plus analyzer. The initial result was 159 mmol/l and the repeat result was 102 mmol/l. The results were reported outside the laboratory. The repeat result of 102 mmol/l was deemed to be correct. The electrode lot number and expiration date were asked for but not provided.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.